Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was unable to complete a pulse test due to the monitor resetting. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q18, q2 and q1 on the defibrillator pca. The root cause for the defective igbts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete a pulse test.